Event description:
It was reported that the patient experienced underdose symptoms including altered mental status due to a "catheter block" confirmed by dye study. The patient status was reported to be "good."